Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The only additional information provided was that this occurred during an ablation procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected low pacing and low shock impedances on this right ventricular lead. In addition, the pacing impedances on the right atrial lead had declined from the mid 500 ohms range to the mid 300 ohms range. Lastly, there was noise present on all three channels that was oversensed resulting in pacing inhibition. However, the patient did have an underlying rhythm. No adverse patient effects were reported. The patient was to be further evaluated for these issues.